Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional information: e1, a2, a3, a4, a6, b5, g1, h6, and d4. Corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the infra-scapular area on (B)(6) 2020, (B)(6) 2021, and (B)(6) 2021 using a cooladvantage plus applicator and presented with paradoxical hyperplasia (ph).